Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter addr 1: (B)(6).

Event description:
It was reported that bd on clarity hpv assay gave a positive result on one patient sample, showing two dashes instead of an acceptable result symbol. Customer repeated and results were negative for both original sample and a new aliquot from surepath vial.

Event description:
It was reported that bd onclarity hpv assay gave a positive result on one patient sample, showing two dashes instead of an acceptable result symbol. Customer repeated and results were negative for both original sample and a new aliquot from surepath vial.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant results on the bd viper lt system (catalog # 441990, batch # unknown). Bd investigation required complaint trending review. There are no current trends associated with discrepant results on the bd viper lt system. Bd was unable to confirm the customers report. Bd was unable to perform functional analysis and batch history record review due to the lack of batch information provided in the customer report. No corrective actions were taken at this time. H3 other text : see h.10.